Manufacturer narrative:
The device is marked for being returned, but has not yet arrived. Additional information has been requested, but no response has been received at this time. Should additional information be provided, a supplemental report will be submitted.

Event description:
An olympus representative noted a reprocessing error on a bronchofiberscope during a visit. Reportedly, the customer was not paying attention to the placing of the card necessary for the process and inadvertently damaged the equipment. Additional details relating to the event have been requested, but no response has been received at this time. This event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur